Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the patient¿s system controller was alarming with a continuous audio alarm when connected to the power module, but the alarm did not occur while on battery power. The system controller was exchanged by the patient and caregiver without resolution. The patient reported feeling fluttering in his chest during the alarm sequences. The patient remained on battery power until he could get to the transplant center on (B)(6) 2014. On (B)(6) 2014, during the patient¿s exam, no obvious breaks on the external part of the driveline were noted. The system controller was connected to the clinic¿s power module and system monitor. Multiple stops were noted in the event history. Initially, the clinic was unable to re-create the alarm by manipulating the driveline or by the patient moving in different positions; however, before the patient switched to battery power, the alarm occurred. The hospital staff obtained a ¿loaner¿ ungrounded patient cable from another facility, and after the ungrounded patient cable was placed the alarm did not continue. A chest x-ray was taken of the patient but did not reveal much of the driveline and what was visible did not show any obvious signs of damage. The patient and caregiver returned home. On (B)(6) 2014, the hospital staff spoke with the patient and caregiver and no further alarms had occurred when connected to the power module with the ungrounded cable, or on battery power, and the patient remained asymptomatic. The event history was submitted to the manufacturer¿s technical service group and multiple low speed and low flow alarms were recorded and appeared to occur when the patient was connected to the power module and on battery power. On (B)(6) 2014, the manufacturer¿s technical service technician evaluated the percutaneous lead and no external damage was noted. X-rays were also reviewed and no apparent trauma to the percutaneous lead was found. It was reported that low speed and pump stop events occur intermittently only when the patient is in a seated position. The hospital staff suspects internal wire damage and will discuss the options. The patient remains on the loaner ungrounded patient cable.

Manufacturer narrative:
Approximate age of device: 2 yr and 4 mo. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump and the patient¿s system controller were returned. The evaluation of pump confirmed internal driveline wire damage that could have contributed to the reported event. Evaluation of the sealed inflow conduit, outflow conduit and the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the pump-end of the driveline revealed breaches to the insulation near the pump¿s nipple housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were significantly abraded, but were otherwise unremarkable. The report of pump stop events was confirmed during the analysis of the system controller log file. A review of the log file revealed multiple pump stops and speed instability events. The log files also captured multiple pump power elevation events. Most of these events were accompanied by active low speed hazard, low speed operation and pump stop events. The pump stops and speed instability events where noted occurred while the 14-volt batteries or the power module supported the patient¿s system. The system controller was functionally tested and was found to perform as intended. Based on the evaluation results and the events recorded in the log file, the pump speed instability, pump stops and the pump power elevations were consistent with a compromised driveline. A review of the device history records revealed that the pump and the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information was received on 02/05/2015 that the patient received a heart transplant on (B)(6) 2015 after being on the transplant list for 2 years.